Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument's stirrer bar jumped out of the cup and splattered fluid on the albumin chemistry module. Customer also reported concomitant temperature errors for the module. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed and replaced the albumin module assembly. This resolved the issue. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).